Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process after multiple attempts. During troubleshooting with tandem technical support, the customer ended the call. There was no reported impact to the customer's blood glucose level. Reportedly, the customer used cold insulin.